Event description:
It was reported that the 9800 system had physicist discrepancy, the system exceeds 20r/minute in high level fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.